Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the ultra stent delivery system (sds) was removed from the hoop, the stent was not on the balloon. The stent was found in the packaging. The device was not used on the patient. No additional event or patient information is available.